Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply connections and connectors were evaluated and reseated. The interconnect cable was evaluated and confirmed to be operating correctly. The system interface board was also reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No pt serious injury or death was reported related to this event.